Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped on lower left corner of top case also cracked on both plunger cases, and two missing rubber feet on bottom case. Event history log review was performed and found "pharmguard data transfer recommended" in the ehl. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation found 'pharmguard data transfer is recommended' at power up which was caused by full pump memory. According to the investigation, service downloaded history with pharmguard toolbox and performed pm and all functional tests which passed. Investigation also replaced top and bottom cases, plunger case, plunger cable and plunger tube and dowel pin and force sensor and plunger head mount and plunger tube (parts over 12 years), speaker (contaminated), position pot and clutches and leadscrew and worm coupling and worm gear and stepper motor, carriage and carriage plate. Installed missing cable guard and replaced guide and barrel clamp rod and barrel clamp head and size pot and size pot (damaged) and recalibrated.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited continuous alarm data transfer recommended. No patient involvement reported.